Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for gi bleed causing them to be symptomatic. On (B)(6) 2014, the patient presented to the clinic hypotensive (mean blood pressures in the 50's), pale, lethargic, and diaphoretic. He reported having dark tarry stools and had a recent gi bleed approximately 10 days prior. The patient was transfused with unspecified blood products. A colonoscopy was not performed as the patient is known to have multiple arteriovenous malformations that could not be ablated. The patient was discharged to home on (B)(6) 2014.